Manufacturer narrative:
A manufacturing investigation: the manufacturing documents and raw-material inspection sheet showed no deviation in the chemical composition, microstructure and mechanical properties. The pfna dimensions were checked and found to be within specifications. Macroscopic examination- massive destruction from a drill bit was observed inside the proximal 130-degree hole for the pfna spiral blade, most likely caused during the implantation of the pfna. Gliding and wear marks were found inside the proximal oval hole and on the spiral blade. They result from micro movements between the nail and the spiral blade and are a sign for instability and high dynamic loads. The pfna showed several scratches/damages, mainly on the distal fragment, which might be result of explantation. It also showed several areas of discoloration of the anodized layer, which might be caused by micro movements between nail and bone. During the examination of proximal fracture surfaces of the pfna using the scanning electron microscope (sem), the areas of fracture initiation and behavior were identified. The crack started at the lateral side of pfna in the area with the destruction from the drilling process and ran into the material. After breaking, the fragments rubbed against each other causing some destruction of the fracture surfaces (abraded and shiny areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizeable area of the fracture surfaces. Each striation represents the successive position of an advancing crack front, originating from cyclic loads (during walking). These are clear indication of a fatigue process. The fracture surfaces also showed subsidiary cracks and dimples. The area with dimples corresponds to the residual forced fracture zone on the medial side. Sem observations and findings showed the failure of the pfna was caused by fatigue and overload. Based on the topography of the fracture surface, we can conclude that the implant was subjected to dynamic axial and bending loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the pfna. It could not resist the applied force which finally led to the material overload / fatigue failure. The massive destructions close to the proximal locking hole (burrs and traces of a drilling process) are directly at the crack initiation zone and can promote the crack formation and accelerate the fracture of the implant. Postoperative activities of the patient and instability of the fracture may have played an additional role. We found no evidence of material or manufacturing defects. There is no indication that any of the listed concomitant device (blade, locking bolt, end cap) did contribute on this complaint condition, and there is no allegation against these devices. Therefore, only a visual inspection was performed. These devices are in a used condition without heavy damage. The surface of this implants has wear marks it is not possible to determine where it is coming from. We can only assume, that this can be during removal or a possible instability of the fracture situation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: hwc. (B)(4). Device is not distributed in the united states, but is similar to device marketed in the USA device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. (B)(6). The pfna nail broke postoperatively and requires additional surgical intervention to remove the hardware. Device history records review was conducted. The report indicates that: part: 472.265s lot: 9872572, manufacturing location: (B)(4), manufacturing date: 06. April 2016, expiry date: 01. March 2026. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in country as follows: it was reported that a proximal femoral nail antirotation (pfna) broke postoperatively. The nail was implanted on (B)(6) 2016 and a revision will be needed. Complaint involves one (1) part. Reported concomitant devices: bolt (part: unknown, lot: unknown, quantity: 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The revision surgery took place on (B)(6) 2016. A pfna blade was involved, not a bolt. Reported concomitant devices: pfna blade (part: 04.027.035s, lot: 9923814, quantity: 1).

Manufacturer narrative:
Additional narrative: explant date: unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional concomitant devices reported: locking bolt (part# 459.340, lot# 5937760, quantity 1), pfna end cap (part# 473.155, lot# 9834941, quantity 1).